Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta post angio shows partially occluded rt cfa. Per phone call with pete pertile, sh clinical specialist on (B)(6) 2024 @ 1130: "the operator ballooned for 2 minutes, and it looked fine after. It appeared that the anchor was not in the correct position, and the balloon took care of it." Additional information: the issue was identified during a tavr procedure. There was little posterior calcification. The physician said the next day that he thought it was a vessel wall spasm and not an occlusion caused by the manta. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). No returned product evaluation could be completed as the product was not returned for investigation. The device lot history record review for lot number mn2301538 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, after a tavr procedure, following deployment, a post-angiogram indicated vessel stenosis present at the access. The operator stated, "ballooned for 2 minutes, and it looked fine after. It appeared that the anchor was not in the correct position, and the balloon took care of it." Little posterior calcium was noted by physician. The device was not returned, and angiograms received for investigational purposes confirmed the vessel stenosis. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The root cause of the minimal flow was possibly caused by the anchor being mispositioned at the closure site. The der process will continue to monitor for any similar events.

Event description:
It was reported that: manta post angio shows partially occluded rt cfa. Per phone call with pete pertile, sh clinical specialist on (B)(6) 2024 @ 1130: "the operator ballooned for 2 minutes, and it looked fine after. It appeared that the anchor was not in the correct position, and the balloon took care of it." Additional information: the issue was identified during a tavr procedure. There was little posterior calcification. The physician said the next day that he thought it was a vessel wall spasm and not an occlusion caused by the manta. The patient was reported as fine post the procedure.